Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient reported they underwent hernia repair surgery. A follow up call was made to the patient's peritoneal dialysis nurse who reported the patient was diagnosed with an abdominal hernia "several months ago" and the patient underwent surgical repair "5 or 6 weeks ago". The patient did back up hemo while her abdomen recovered.